Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that they have always had difficulty getting a connection between the wireless recharger (wr) and implantable neurostimulator (ins). The patient mentioned that their doctor had told them that the ins was implanted too deeply, which was about the time that the patient had stopped walking and gained some weight. The patient said their doctor contemplated doing another surgery, but they don't want to do the surgery because of the patient's age. The patient added that their doctor told them it would be difficult to charge the ins. The patient also mentioned that the ins was almost near their collar bone because it moved around. The patient could not remember when they first noticed the ins moving around, but they mentioned that the ins gave them a "charge" one time, but it never happened again. The patient stated that they saw error code 602 on the handset, but they could not remember which application they saw it in. The patient also thought therapy might have turned off because they were having difficulty getting the wr to connect to their ins. The patient had the wr positioned over their ins during the call (they were not using the drape because they said it does not work well for them), but they were in the dbs therapy app. Agent reviewed that the 602 error code likely appeared because they were in the dbs therapy app while they were using the wr, when they should have been in the recharger app. Agent had the patient open the recharger app and it said 'searching for device.' Agent reviewed meaning of this screen and advised the patient to reposition the wr (the patient had to reposition the wr several times throughout the call). Once the wr made a connection to the ins, the recharger app indicated that the ins was charging (charge level was 0%), the wr had a good connection with the ins, and therapy was on. The wr intermittently lost connection from the ins, but the patient was always able to get the connection back after they repositioned the wr. The ins charge level incremented to 25% during the call. At one point while the patient was charging the ins, they saw a message in the recharger app that said, 'system error. The system has encountered an unexpected e rror.' The patient was unable to provide further details about the message, but the message eventually cleared and the patient was able to see the normal charging screen in the recharger app. The patient said their doctor told them to always keep the ins charge level between 75% to 100%. Agent advised the patient to continue charging the ins, and to reposition the wr as needed. The patient was redirected to their healthcare provider to assess ins pocket depth and ins location. The patient said they have an appointment with their healthcare provider on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.